Manufacturer narrative:
(B)(4).

Event description:
It was reported during an initial implant surgery that the patient experienced two episodes of asystole (6-10 sec between heartbeats) during diagnostics that resolved on their own. Diagnostics were within normal limits. The anesthesiologist gave the patient medication prior to performing diagnostics again, and there were no issues. No further relevant information has been received to date.

Event description:
Additional information was received that patient did not have device enabled following arrhythmia that occurred during implant. No additional relevant information has been received to date.